Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient developed infection at implant site and subsequently was hospitalized and administered IV antibiotics (date and duration not reported). The implanted device remains.